Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular lead was causing tricuspid regurgitation. The lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was causing tricuspid regurgitation. The lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the lead had apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.